Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had leaked and was damaged/malformed at the tubing, just below the twist sleeve. The malformation was described as a ¿ridge¿, ¿crease¿ and a ¿dent¿ which resulted in a leaking hole. The care giver had ended the therapy. The transfer set was changed out and the patient was placed on prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The following narrative information was updated to replace the previously reported: the nurse was concerned that this type of malformation will develop into a leaking hole. (Instead of previously reported: which resulted in a leaking hole.) The device was received for evaluation with unknown minicap on the dark blue connector and an open pouch; an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of cut/hole/slice tubing. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown mini cap received with the complaint sample was used during leak testing. Cut tubing (surface cut that did not leak) located near the twist sleeve/occluder feet was identified during visual inspection. The reported condition was verified. The cause of the cut was undetermined. Should additional relevant information become available, a supplemental report will be submitted.